Event description:
Interconnect got stuck in the pt's nares. Tried removing it for 1.5 hours. Ent was called and they forcibly removed the probe causing the pt's nose to bleed. They packed the pt's nose to stop the bleeding. No further medical attention was required.